Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sales rep report: I have been informed, by a surgeon. That on monday 5th of august, there will be a revision of a total hip replacement. The surgeon would like to send the implants back to stryker for analysis and investigation.